Manufacturer narrative:
Investigation results: no 2420-0004 sample was returned for investigation. The customer reported that the pump alarmed with "air in line" during infusion and when removed, the line was separated. As part of the investigation, the customer provided a photograph to aid the investigation; analysis of the photograph confirmed the customer's experience with separation of the silicone from the upper pumping segment component visible. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience; however the retention ring appeared to be present, from the analysis of the photograph, indicating that the product had been correctly assembled. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2420-0004 product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris tubing was damaged. The following information was received by the initial reporter with the following verbatim: air in line alarm while infusing medication to patient ¿ set removed to clear alarm and air, line appeared to be severed and therefore unusable.